Manufacturer narrative:
Device is a combination product. B5 describe event or problem updated. Device evaluated by MFR.: synergy ii us mr 2.50 x 38 mm stent delivery system was returned for analysis without the distal section containing the inner/outer shaft polymer extrusion, balloon and stent. A visual examination of the stent, balloon, tip profiles and distal end of the shaft polymer extrusion profile could not be completed as the device was returned without these sections. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the midshaft region of the shaft polymer extrusion measured at 123.5 cm distal to distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the left anterior descending artery. After using a 1.5 rotablator burr, a 2.5x15 wolverine and 2.5mm nc emerge balloon catheter were used for pre-dilation. A 2.50 x 38mm synergy drug-eluting stent was successfully deployed. However, during removal of the delivery system, it was noted that the balloon was stuck inside the stent. Another balloon was inflated to trap the wire and stent delivery system shaft inside the guide catheter. The stent balloon came free as everything was removed together. The stent remained implanted and was post dilated to complete the procedure. No patient complications were reported. It was further reported that after stent deployment, the shaft broke while removing the delivery system.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the left anterior descending artery. After using a 1.5 rotablator burr, a 2.5x15 wolverine and 2.5mm nc emerge balloon catheter were used for pre-dilation. A 2.50 x 38mm synergy drug-eluting stent was successfully deployed. However, during removal of the delivery system, it was noted that the balloon was stuck inside the stent. Another balloon was inflated to trap the wire and stent delivery system shaft inside the guide catheter. The stent balloon came free as everything was removed together. The stent remained implanted and was post dilated to complete the procedure. No patient complications were reported.